Event description:
It was reported that a balloon rupture occurred. A 6.00mm / 2.0cm / 90cm peripheral cutting balloon was selected for use. During procedure, it was noted that the balloon was ruptured at 8 atmosphere (atm) in 10 seconds. The procedure was simply removed from the patient's body. The procedure was completed with another of the same device. No patient complications were reported. Patient was good post procedure.